Event description:
It was reported that the right ventricular lead was explanted and replaced due to high lead impedance and loss of capture. It was noted that clavicular crush was observed. No further information was available